Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of 6.4 cm in diameter abdominal aortic aneurysm. The proximal aortic neck was 27-29 mm in diameter and 24 mm in length. The physician used the right femoral artery as an access route and covered the right renal artery to fit the distal end of the stent graft to the end of the external iliac artery. After the bifurcated stent graft was implanted, a small proximal type I endoleak was observed on the final angiogram. The physician commented that the endoleaks will resolve because it was a small amount. No clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Results: inherent risk of procedure (endoleak). Related to operational context (device under sizing). Conclusion: operational context contributed to event (device under sizing).